Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to an unspecified device anomaly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).